Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 0 units even though caller expected less than 200 units and had completed load process correctly. There was no reported impact to the customer¿s blood glucose level. Caller confirmed using new cartridge, room temperature insulin, and proper air removal, then worked with technical support to fill and load new cartridge, chose not to deliver test bolus, and planned to monitor pump and follow up if necessary, with no additional outcome information provided.